Manufacturer narrative:
The malfunctioned device was disposed into bio-hazard bun at the hospital, therefore the device was not returned to microline surgical, inc., for an investigation. There was no harm to the patient. Late MDR narrative: microline surgical, inc., is submitting this late MDR 1223422-2017-00007 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device (emdr) reporting have been met. Device not returned to the manufacturer.

Event description:
During a laparoscopic cholecystectomy surgical procedure, the 5mm visuloc multi-fire spring clip applier jammed. The surgical procedure and anesthesia time was extended for 5 minutes. There was no harm to the patient.